Event description:
Baxter reports that povidone iodine leaked from the connection between a transfer set and minicap. There was no patient injury or medical intervention associated with this incident.